Manufacturer narrative:
On an unreported date stated as ¿about two and a half weeks ago¿ the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified intraperitoneal antibiotics added to the extraneal bag (doses and frequencies were not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No further detail was provided regarding whether the patient was hospitalized for the peritonitis or if dianeal/extraneal therapy was ongoing. No additional information is available.